Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched because there was no reported issue with the cardiosave iabp¿s. The customer tested them on all three cardiosave devices to rule out a fault or leak. This means that we were delivered empty bottles that should have been filled with helium. It is not a service complaint, but a faulty product that was delivered empty rather than full.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when changing an empty helium bottle , the cardiosave intra-aortic balloon pump (iabp) tank was probably empty. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. No UDI is provided.

Event description:
N/a